Manufacturer narrative:
The device was received, and an evaluation was completed. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the device not recognizing that the door was open. Service evaluation verified this issue. The cause was identified to be a failed upper latch switch. The upper auxiliary assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the recertification process of a spectrum infusion pump, the device experienced a false detection of a closed door. There was no patient involvement. No additional information is available.